Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a number of falls and sustained a head injury after being implanted. It was noted that the head injury was likely the cause of the high impedances per the physician's assessment, however no stimulation issues were noted. The patient underwent a procedure wherein an operating room (or) cable was just to determine the high impedance measurement was on the lead and/or lead extension. The lead extensions were replaced with others of the same model which showed the impedance within range and the leads remained implanted. The patient did well post-operatively. Additional information has not been provided despite good faith efforts.

Manufacturer narrative:
Block b3: date of event is unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db3128550, model: db-3128-55, serial: (B)(6), batch: asku.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a number of falls and sustained a head injury after being implanted. It was noted that the head injury was likely the cause of the high impedances per the physicians assessment, however no stimulation issues were noted. The patient underwent a procedure wherein an operating room (or) cable was just to determine the high impedance measurement was on the lead and/or lead extension. The lead extensions were replaced with others of the same model which showed the impedance within range and the leads remained implanted. The patient did well post-operatively. Additional information has not been provided despite good faith efforts.

Manufacturer narrative:
The returned dbs lead extension was analyzed, visual inspection revealed that was cleanly cut into two pieces away from proximal end. X-ray inspection revealed four of the cables were fractured after the weld in the distal connector stack however remained contained inside connector, this type of damage occurs when excessive tensile force is exerted onto the lead extension body and connector sections. A labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states failure or malfunction of any of the device components or the battery, including but not limited to the lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, whether or not this requires surgical intervention, including motor problems and falls or injuries resulting from these problems are known risks with the use of dbs. With all the available information, boston scientific concludes that the probable cause is traced to component failure. Block d4: serial number updated.